Event description:
It was reported that pulse generator interrogation would not complete. Battery data was not displayed, however lead im- pedances were displayed as greater than 2500 ohms. Autocap- ture was on, and the device was at high output mode on the ventricular channel. The pulse generator was programmed to vvi; programming took longer than usual. The device was not at elective replacement indicator. In 2008, data was 2.73, 16 ua, and 4.9 kohms. The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator was not sensing due to flipped bits in product code. The device was not in backup operation. The corrupted code was preventing measured data operations from being performed, and changed the timing in r-wave sensing so that they were not being detected. After the product code was downloaded, measured data could be read and returnedd normally, and r-waves could be sensed normally.